Event description:
The patient had collected 6 to 8 size 6 cfs tracheostomy tubes that had cracked at the three o'clock position of the trach head. No patient injury was reported. The cracks occurred after less than 2 months of use.

Manufacturer narrative:
Please note: this is a follow-up report to provide evaluation results (section h6). The devices were returned on 10/14/96. Lot numbers, expiration dates, and mfg dates, for sections d6, d5, and h4, respectively, are provided as follows: lot# 9399011600, 9499146500, m60536000, 9399164800, 9499237500, 9499146400, m51194000. Qty 1, 1, 1, 1, 2, 1, 1. Exp date 02/1998, 05/1999, 02/2001, 08/1998, 07/1999, 05/1999, 03/1995. Mfg date 02/1993, 05/1994, 02/1996, 08/1993, 07/1994, 05/1994, 03/2000. It should be noted that the patient had collected the devices at home before informing his home care therapist of this device problem. The evaluation verified the cracked trach heads. A new thicker trach head design has since been implemented. Replacement devices with the new design were sent.